Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device was disposed; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx covered stent was implanted to treat a 2 cm anastomosis after a post liver transplant due to primary sclerosing cholangitis in the bile duct during an endoscopic retrograde cholangiopancreatography with stent placement procedure on an unknown date. According to the complainant, on an unknown date, the stricture was noted to have resolved and the physician planned to remove the stent. During removal, the stent retrieval loop broke. The physician was able to successfully remove the entire stent using rat tooth forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.